Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "system message" (device displays error message). A customer reported receiving a system message during setup. The system was rebooted and the system message persisted. The facility did not have a back up system, therefore, four cases had to be rescheduled. One pt had already been prepped for surgery and had an IV in place. No pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the problems reported. The rep found the spacers were worn. The solenoid spacers were replaced and disposed off on site. The system was then tested and met all product specs. (B)(4).